Event description:
Latex allergy in hosp from incentive spirometer. Rptr used the dhd (diemolding healthcare div) "coach" incentive spirometer. Rptr breathed in and tasted latex from the hose. 48 hrs later rptr had severe blisters around their mouth, into their nose and sinus cavities.